Event description:
It was reported that the physician was having problems with his programming system. The physician was unable to interrogate or perform diagnostics. Troubleshooting was performed, but the problem persisted. Programming system was returned to the manufacturer, but analysis on the handheld is pending. Analysis on the programming wand was completed which revealed no anomalies.